Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Blood glucose level was reported as 498 to 500 mg/dL. Customer was instructed to use injections as backup therapy while Technical Support arranged for pump replacement.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 12 Pro Max / 3.5.1 / iOS_16.0.